Event description:
End user called to complain that the device was reading the calibration out of range. The complaint was confirmed from troubleshooting by phone. The device was replaced and the defective one returned for investigation.